Event description:
The stainless steel sleeve on these needles is not a consistent diameter and several of the needles have been difficult to connect to the varian gammamed hdr treatment unit. On (B)(6) 2022, a patient had 12 needles inserted into the prostate for therapy, but 2 would not correctly connect to the treatment system. One of the 2 needles was forcibly connected and could be disconnected after treatment, but the other needle could not be used. The treatment plan was recalculated without this needle, and the treatment delivered as prescribed but with about 45 minutes delay. If more than 1 needle could not have been used, the patient's treatment dose could not have been corrected and would have resulted in abortion of the procedure. FDA safety report ID# (B)(4).